Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that alert/notification settings. On 10/24/2024, around 3:30pm, the patient was at walmart with his wife. The patient passed out while shopping. An employee called 911. The patient stated that he did not hear an alert from his dexcom to notify him of his hypoglycemic state. Emergency medical services arrived, and the patient¿s bg meter reading was 42 mg/dl. No cgm value was reported at this time as no one checked the dexcom receiver during this event. The patient was transported to the emergency room and his sensor was removed and discarded. The patient was treated with an unspecified IV and the patient recovered. He was discharged home around 11:00pm the same day with a bg level was 211 mg/dl (it was not specified if this was a cgm or bg meter value). The patient was ¿fine and recovering well¿ at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.